Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; secondary procedure to place 2 infrarenal cuffs. Due to lack of medical records and imaging, clinical evaluation was unable to find evidence to support the reported endoleak type iiia. This event included a patient injury. A clinical assessment was required, but no medical information relative to the event was received. This assessment was based upon the reported event and cumulative knowledge informed by past assessments of similar complaints. The most likely cause of the loss of seal could not be determined due to lack of relevant medical information. Unable to determine procedure-related, anatomy-related and user-related issues, off label, or cautionary product use conditions. Associated clinical harms for this event included: type iiia endoleak and secondary endovascular procedure. The final patient disposition was reported as doing well. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced by 95%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
New information was obtained that the secondary case was completed on 09/29/2017. The physician placed a bifurcated and two vela infrarenal device to successfully resolve the leak. The patient is reported to be doing well post procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated and two suprarenal cuff on (B)(6) 2011. During a routine follow up and CT, the physician noted an endoleak type iiia. The physician plans to reline with a bifurcated and an extension. As of the date of this report, a secondary endovascular has not been scheduled but was planned for (B)(6). Patient is reported as doing fine.